Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and there was an observation with the mcrd (monolithic controlled release device) that contains the steroid. The analyst commented that visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported during the implant attempt that after lead placement the helix would not extend. The lead was removed and the helix extension attempted again without success. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.